Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Investigation: the device was sent to breas medical (B)(4) and arrived 25th of august 2017. On july 28, breas medical ab started the examination of the device. · general inspection of the device showed that the device is in good shape · the device alarm was checked and sounded as it should. · the device has firmware version 2.07 installed. · to put it into stand-by two steps are required. The log files were downloaded and reviewed with the pc software version 3.2.3.2. The device was activated 10:57:06 (B)(6) 2017, followed by a low pressure and disconnection alarm that lasted about 20s before they were attended. There are no unusual entries in the log file, such as alarms, power messages, internal messages around that time of the stand-by. The device is put into stand-by mode 11:37:06 (B)(6) 2017 and activated again 11:55:07 (B)(6) 2017. Cause: fault tracing of the device could not establish any hardware or software failure on the device. Logfile has been reviewed and the conclusion is that there is no indication that the device has set itself into stand-by. Conclusion and actions: breas do not at this moment see any increasing failure trend for use error of the vivo 50 model ventilators. No failure of the device can be established. There has been no permanent patient harm reported as a result of the incident. Risk mitigations currently in place are therefore considered effective to maintain the final risk level at technical alarp (as low as reasonably practical) without taken any economic aspects into considerations. Based on the information provided, confirming existing mitigations are found effective. The report confirms that any patient involved did not suffer any serious injury. We will continue to track and trend the issue according to the procedures of our quality management system. No further actions are planned at this time. This incident has additionally been reported to the (B)(6).

Event description:
On june 10th, 2017, breas medical received information that vivo 50 s/n (B)(4) had been involved in an incident in (B)(6). Fault description per the reporter "the mother puts her son under ventilation after having switched on the device at 10:57 and finds the patient still connected to the vivo 50 but device switched off at 11:55; she tells us not to have heard any alarm. Extraction of the data shows the start-up of the device but this is followed by an unexpected standby of about 20 minutes about 40 minutes later. Note that the patient has absolutely no possibility to act alone on his device. This patient is tracheotomized and dependent on his ventilation (24h / 24)". The patient was not injury during the incident.